Event description:
On (B)(6) 2010, therakos received a report of a blood leak at the bowl seal in cycle 4 on the second day of a two-day treatment schedule. Treatment was aborted and no blood was returned to the pt. Customer estimated the amount of blood lost at 200 ml. Customer stated pt was fine and vitals were stable.

Manufacturer narrative:
Batch record review of xts kit lot y722 showed that the lot met qa release requirements. The complaint sample was received and analyzed. The leak was verified and the cause was a crack in the carbon ring of the header seal. This complaint has been reviewed as having a low frequency of occurrence. No further action will be taken at this time. This defect will be to monitored for unfavorable trends and provide corrective action as needed. (B)(4).